Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) due to "a work injury, tractor related accident, fractured spine". Following the bkp at levels l1-l3, the patient began experiencing "tremendous amounts of pain". The patient reports that the condition has "not improved since surgery" and there is still "significant pain, back and sacral," and it "feels tight and hurts all the time". It was reported that the physician stated that "nothing more could be done". No MRI or CT scans have been done, according to the report. No further information was provided.

Manufacturer narrative:
Date of event is unknown. Surgery date: march 2013. Day unknown. (B)(6). (B)(4). Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.